Event description:
It was reported that the patient complained of lightheadedness and weakness. A holter monitor found t-wave oversensing. The device was reprogrammed and no further t-wave oversensing was noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4): 4193 implantable pacing lead 2004-(B)(6); 5076 implantable pacing lead 2004-(B)(6), (B)(4).